Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis and a high blood glucose of 536 mg/dl. The customer hit the door frame and passed out, breaking two teeth and their nose in the process. The customer also experienced nausea. The hospitalization occurred on (B)(6) 2017. Leading up to the hospitalization, the customer had been experiencing issues with kinked tubing and a bent cannula. The customer was treated at the hospital for five hours and then released. During troubleshooting the customer was advised on proper infusion set insertion and usage protocol. The insulin pump was not returned for analysis. The infusion set will be returned for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.